Manufacturer narrative:
(B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that a chunk of metal broke off of the cup on the curette during a discectomy.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.